Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer was taken to the hospital by paramedics. The customer fell while the paramedics were assisting him, causing the insulin pump's case to crack. The customer's blood glucose reading was 54 mg/dl at the time of the event. It was reported that the perceived cause of the event was the customer over correcting with insulin. Nothing further was reported.